Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: (does not power on). The customer service agent (csa) was unable to troubleshoot with the patient, as the patient was unable to comprehend during the call. There were no allegations of harm or injury.